Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: during investigation, the display was found to be blank at power up but there was audible and vibrations present. The buttons were unable to be tested due to the blank display. The display flex failed causing a blank display. A test display was used and worked. Due to the blank display, the original complaint of the dim/fading color spectrum was unable to be investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.